Event description:
Drager baby log circuit connected to ballard trach care suction y connector, 3.5mm drager flowsensor broke when attempting to disconnect leaving a piece lodged in the 15mm rendering it useless. Uable to ventilate pt until another 15mm ett adapter was placed. Product was attached to a ballard in line suction unit #195. This could have been part of the problem.